Event description:
Per provider, sieve beds are defective.

Manufacturer narrative:
Per repair statement, the sieve beds are defective, valve manifold for the manifold is contaminated, the 3/8" hose clamps is stripped, the tie straps are loose, the muffler assembly for the manifold is contaminated, heat exchanger for the compressor is contaminated, the power switch on the control panel has a short circuit, homefill outlet port base is leaking, the inlet filter for the sound box is missing, and the cabinet filter for the cabinet is missing.